Event description:
It was reported that a patient underwent an anterior pelvic repair on (B)(6) 2011 and pelvic floor repair mesh was used. During the procedure, the surgeon passed the cannula into the bladder via trocar at the level of the ureteral orifice and it exited the bladder. The patient & (B)(6) injury occurred from the superficial trocar pass on the left side which was observed by the surgeon during cystoscopy. At that point, the planned anterior pelvic floor repair procedure with the mesh was aborted. The surgeon then assessed the injury to the ureter, ureteral orifice, and bladder. The physician & (B)(6) assessment indicated that the ureter was fully functioning and intact. As a precaution, a ureteral stent was placed. The physician repaired the cystocele using a standard, traditional repair. The physician opined that the patient & (B)(6) awkward anatomy contributed to the event.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.